Manufacturer narrative:
The device was returned for evaluation due to a reported charging failure and spontaneous shutdown when placed on a charging pad. Functional testing confirmed and duplicated the complaint condition, as the device powered off unexpectedly during charging. A known-good battery was installed, after which the device powered on and remained operational as intended, confirming the issue was isolated to the original battery. The root cause of the failure was determined to be a faulty battery, and no additional hardware or charging circuitry defects were identified.

Event description:
It was reported that a diabetes educator stated the patient¿s ilet pump experienced charging difficulties despite trying multiple outlets and ensuring the case was removed, and the device was not connected to a phone for log review. Symptoms included no reported adverse health effects. Outcomes included no impact to the patient¿s health or activities. Investigation included a review of the reported issue and arrangements for replacement. Investigation of this case revealed a suspected device charging malfunction with no corroborating device data available. It was concluded that the event involved a device malfunction related to charging, with no patient injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.